Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg) premature ventricular contractions (pvc) were occurring more frequently than that observed prior to implant. A chest x-ray revealed the leadless ipg was angled differently and a "dancing" movement was observed. It was determined that the device was no longer appropriately fixated to the patient. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.